Event description:
The customer reported plt and hgb background failures upon startup of the act diff 2. Upon further investigation the customer discovered a leak of clear fluid approximately 2 mls in volume coming from the baths of the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed dried fluid at the bottom of the bath assembly. Upon further investigation and verification running multiple samples, the fse could not confirm an active leak from either of the baths nor did he see any accumulation of fluid. He replaced the rbc bath resolving the plt background issue. The diluent filters and vc1 were also replaced as preventative maintenance. The fse performed aperture integrity and reproducibility testing and all parameters passed verification. Upon recur, the failure mode related to the rbc bath could potentially generate erroneous rbc and plt results due to improper drainage. (B)(4).